Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The sensor data was extracted using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba) and poor solder on the battery legs was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics. Furthermore, the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced vomiting, light sensitivity in the eyes and then went to the emergency room. The customer was treated with insulin (dose/type unknown) and fluids via IV drip for a diagnosis of diabetic ketoacidosis, and monitored via capillary check. The customer was transferred to the ICU on (B)(6) 2025, and discharged on (B)(6) 2025. There was no information as to the treatment provided while in the ICU. There was no report of death or permanent impairment associated with this event.